Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was hospitalized from (B)(6) 2025 due to hypervolemia. The patient's right ventricular function was severely reduced. During this time palliative care was consulted to talk with patient and family about goals. On (B)(6) 2025 patient¿s code status was changed to do not resuscitate. Outpatient hospice was consulted and saw the patient for the initial visit on (B)(6) 2025. The hospice nurse noted that on (B)(6) 2025 the patient¿s spouse contacted the left ventricular assist device (lvad) team. They stated that they were alone with the patient and scared. The lvad could be heard beeping in the background. The spouse was asked if the patient was breathing and they checked, then stated they didn't think so. The patient passed away.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of an unknown alarm on the system controller (serial number unknown) was not able to be confirmed. The system controller was not returned for analysis. No log files were submitted for review. Attempts were made to obtain additional event information, but no response was received. The root cause for the reported event was unable to be determined via this investigation. A device history record review could not be performed due to the serial number of the system controller being unknown. Heartmate 3 instructions for use (rev. G) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.